Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device in the radius side assessed as surgical damage and observed opening device in the anterior side assessed as fold flaw opening. Cancer-ndr: not applicable as the event is not related to the device additional observations: crease observed in the device. Observed wear abrasion on the device white particles observed inner the device no further actions are required as the device was implanted.

Event description:
Patient reported being diagnosed with "cancer other skin-neck", indicated no treatment. Follow-up findings deem " the cause of basal cell carcinoma was usually sun exposure over years". Healthcare professional later reported deflation. Device has been explanted. This relates to the right side.

Event description:
Patient reported being diagnosed with "cancer other skin-neck", indicated no treatment. Follow-up findings deem " the cause of basal cell carcinoma was usually sun exposure over years". Healthcare professional later reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.